Manufacturer narrative:
Review of device data confirmed the shocks were a result of t wave oversensing of heart rates in the 150-160 bpm range. Testing via simulation model showed that smart pass (not yet released in (B)(6)) would likely prevent further inappropriate shocks due to t wave oversensing. At this time, therapy is programmed off in this device. Estimated date of approval for smart pass in (B)(6) is february, 2017. We understand special access is being sought for this patient.

Event description:
Boston scientific received information that the patient with this device had just finished bathing when the implantable device delivered nine shocks. The patient was seen in clinic and interrogation of the device revealed the shocks appeared to be due to t wave oversensing. This device had been programmed in the alternate configuration. Boston scientific technical services advised reprogramming to secondary configuration. Device data was submitted for analysis.